Event description:
It was reported that the battery of this pacemaker had six and a half years remaining at time of january transmission but recent in clinic check indicated six years remaining to elective replacement indicator (eri). Device data was reviewed and showed that as of (B)(6) 2022 the device had seven years remaining longevity and power consumption was noted to be stable. However, the health care professional noticed that the longevity jumped to nine years in (B)(6) 2022 when right ventricular auto capture (rvac) programmed on from trend. Boston scientific technical services (ts) discussed that the longevity may have falsely jumped with programmer calculation. The patient will continue to be monitored. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.